Manufacturer narrative:
Literature citation:toshiyuki okazaki, hiroshi nakagawa, kenji yagi, hitoshi hayase, shinji nagahiro, koji saito "bone scintigraphy for the diagnosis of the responsible level of osteoporotic vertebral compression fractures in percutaneous balloon kyphoplasty" (B)(6) years(range: (B)(6) years) twenty-one female and 9 male. (B)(4).

Event description:
It was reported in an abstract that total of 30 consecutive patients were treated with balloon kyphoplasty for 38 times since (B)(6) 2012. Eleven patients had acute multi-level vertebral compression fractures. Bone scintigraphy was performed pre-operatively except for the first case and the case with a chronic course and the level responsible for the pain was defined with bone scintigraphy. As post-op complications,revision surgery was performed on a few patients (four patients were treated twice, and two were treated three times).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.